Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed possible loss of capture due to inappropriate mode switch cause by right ventricular lead noise. No intervention was performed. Patient was asymptomatic and would be monitored.